Manufacturer narrative:
D9 - date returned to manufacturer: 13-nov-2024. H3: one device was received for evaluation. Service history review identified this device had not been in for service previously. The reported problem was confirmed as the downstream occlusion test failed. The probable cause of the reported problem was downstream occlusion (dso) sensor out of calibration. The dso sensor was calibrated and after calibration passed the downstream occlusion test. The device then passed all other function tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed continuously distal occlusion even though there was none. There was no patient involvement, no patient injury was reported.